Manufacturer narrative:
Reported event: an event regarding a glass particle possibly falling into cement which was implanted involving simplex bone cement was reported. It was reported that a particle of the ampoule glass may have fallen into the bone cement mix. This would indicate that the ampoule was opened over the mixing container whereby a glass particle fell into the container. The customer proceeded to implant the bone cement mix although it was suspected that there was a shard of glass in it. The or handbook warns that intrusions in the bone cement may affect setting time and integrity of the cement. Based on the information provided it has been determined that this event is associated with an off-label application.

Event description:
The customer has reported that whilst mixing a batch of simplex cement, the theatre nurse believes that a shard of glass from the solution vial, may have been mixed in to the cement. The customer has reported that this has not been confirmed, but wanted to report the case to stryker. The customer has reported that the piece of glass is estimated to be the thickness of a finger nail and the length of 1mm. The customer has reported that the whilst the theatre nurse noticed this at the time of mixture, the cement was still used and implanted in to the patient.

Event description:
The customer has reported that whilst mixing a batch of simplex cement, the theatre nurse believes that a shard of glass from the solution vile, may have been mixed in to the cement. The customer has reported that this has not been confirmed, but wanted to report the case to stryker. The customer has reported that the piece of glass is estimated to be the thickness of a finger nail and the length of 1mm. The customer has reported that the whilst the theatre nurse noticed this at the time of mixture, the cement was still used and implanted in to the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.